Event description:
Service tech received unit with stated problem "242.4030" error code and during visual inspection they found pumping fingers and occluder fingers to be sticking due to contamination. There was no report of pt harm or medical intervention required. No further pt or event info is currently available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.